Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 353 mg/dl. Patient's current blood glucose: 412 mg/dl. The customer experienced symptoms such as no dry mouth. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer stated that the drive support cap appears normal (slightly indented). Customer stated that she is choosing to hold the insulin pump up to assist the insulin traveling to her body. Customer stated that she has only changed out the cannula and not the tubing customer is decline to perform an high pressure test. The pump will not be returned for analysis.